Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) analyzed device data and found that the atrial rate was around 30 beats per minute (bpm) while the programmed lower rate limit was 60 bpm. There was a stored atrial tachy response (atr) episode that appeared to be due to oversensing of noise on the atrial channel. A lead dislodgement was suspected. Ts recommended repositioning the current lead or lead replacement. No adverse patient effects were reported. Currently, this lead remains in service.